Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the customer called during case set up to report an issue with the robot. The staff member reported an error 170. The caller informed they power cycled the system a couple of times with no change. The technical support engineer (tse) reviewed the system logs and confirmed errors 48308, 307, and 170, likely pointing the robot. The tse had the caller hard power cycle the tower and robot. The system powered on with no errors. The tse explained to the customer that they had seen the issue return. The customer continued with case setup. The customer called back to report that the system continued to fault. The tse reviewed the system logs and noted a communication fault between the robot and tower on blue fiber port 2. The tse had the site shut down the system and move the robot blue fiber to a different port on the tower. The system faulted again with a communication fault between the tower and robot on blue fiber port 3. The tse informed the site that the issue appeared to be with the robot and recommended that the site swap the robot. The site ended the call to bring in a different robot. The procedure was aborted to another da vinci with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the robot common compute controller (ccc) and internal fibers, which resolved the issue. The system was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The robot common compute controller (ccc) was returned for failure analysis (fa) and the reported errors 31089, 170, and 307 were confirmed and replicated. Errors 31089, 170, and 307 were found in the field system logs confirming that the fault had occurred in the field. According to the field service engineer (fse) complaint details report, the robot ccc and the fiber optic cable were intended to be returned together. However, these components did not arrive at the facility simultaneously. As a result, the ccc was tested using a known good sample. Upon visual inspection, no issues were found that would be related to the reported event. The robot ccc was installed in the golden system, which triggered the reported error indicating faults on the firefly fiber optic cable (ff3) connected to the ccc. The firefly cable was replaced with a known good cable using the aba procedure, after which the robot ccc functioned as expected. However, when the original firefly fiber optic cable was reinstalled, the fault reoccurred. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bad firefly optic cable (ff3) in robot ccc.